Event description:
It was reported that the patient experienced strong maceration at the edge of the wound. The whole lower leg was swollen and very sensitive to the touch. The first three dressing changes the surrounding skin was fragile and macerated. Additionally, infection was noted as evident by the presence of edema at the first and third dressing changes. On the fourth dressing change the skin was fragile, dry and flaky. During the final dressing change the skin was found to be fragile, macerated and swollen. An odor was present and edema was observed at the second, fourth and final dressing changes.